Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was placed successfully. After the cutting of the tether, the device microdislodged, resulting in high thresholds. As the placement and other parameters were acceptable, the device was left in place and remains in use. No patient complications have been reported as a result of this event.